Event description:
Device 1 of 3. Reference MFR report #: 1627487-2013-20070, reference MFR report #: 1627487-2013-20071. It was reported the pt experienced increased heating at the ipg pocket while recharging in the last several months. A replacement charger was sent to the pt. Follow-up revealed the pt reported she has not been using the recommended cover for the charger antenna nor the belt when recharging. Upon receipt of the replacement charger, the pt reported the heating started a few minutes later. In addition, the pt reported a pins and needles sensation and numbness in the left leg. The pt is scheduled for reprogramming and an assessment of the charger on a future date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.